Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The caller managed to resolve the issue by following the instructions from technical support, which included removing the pump from its case, cleaning the pneumatic tap area, and successfully reloading the cartridge to resume insulin delivery.